Manufacturer narrative:
The cobas e411 disk serial number was (B)(6). Calibration and qc were acceptable. The solid consumables (cups) were checked and one of the provided pictures was found to have a black dot. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient's sample tested with tropinin t hs (tnths) stat assay on a cobas e411 immunoassay analyzer. Initial result: 0.110 ng/ml. No questionable result was reported outside the laboratory as the result did not match the patient's clinical diagnosis. The sample was then re-tested. 1st repeat result: 0.009 ng/ml. 2nd repeat result: 0.010 ng/ml. The repeat results were deemed to be correct.

Manufacturer narrative:
A general reagent problem can be excluded because the qc prior to the event was within ranges. The investigation did not identify a product problem. The cause of the event could not be determined.